Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset during pulse testing) has been confirmed. Upon investigation the monitor reset during an incoming pulse test. The cause for the failure was isolated to a defective k2 smd relay on the monitor c/a board. The k2 relay was stuck open, causing the converter to discharge while charging and damaging multiple components on the monitor c/a and defibrillator boards. The root cause for the defective k2 relay could not be positively identified. No adverse event resulted from the defective k2 relay.

Event description:
A us dist contacted zoll to report that monitor sn (B)(4) reset during pulse testing.